Event description:
It was reported that the wireless recharger (wr) lights were dancing around when it was sitting on the dock plugged into power. Agent worked with patient to confirm the dock was plugged into ac power and the dock had a green light. Patient tried to reset the wr while on and off of the dock but the issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. No symptoms were reported. (B)(6) 2024 undeliverable: no new information. (B)(6) 2024 patltr (con): additional information received that the green lights were scrolling. At the time the patient was using their old recharger so this one was likely depleted. The replacement recharger uses it exclusively now.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3: analysis of the wireless recharger (serial #: (B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.